Event description:
It was reported by the patient that while attempting to use the remote monitor, they received a shock and the monitor would not transmit. The patient was advised to return the monitor and a replacement was ordered. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the remote monitor was returned and analysis found that the monitor was able to power up and passed all functional testing. No defect was found. If information is provided in the future, a supplemental report will be issued.